Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted (lot no. 646520) for female sterilisation. The patient had a medical history of ectopic pregnancy in 2003 and streptococcal infection, environmental allergy, post coital bleeding, pain foot, fatigue, nonsmoker, anxiety, depression, constipation chronic, nulliparous, gravida I and endocervical polyp. Previously administered products included: methotrexate, sertraline and cholecalciferol. The patient had a family history of colon cancer and colon cancer. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, 4250 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (salpingectomy laparoscopic bilateral essure removal). At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to medical device removal. The reporter commented: discrepancy noted: insertion date: as per argus (B)(6) 2009 and as per mr (B)(6) 2009. Left-2 coils; rifht-3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2021: menarche age: 13. Post-menopausal. Last period two years ago. Some post-coital spotting sexually active: yes. Contraception: essure and now menopause. Stis: condyloma as a teen, pap smears: last (B)(6) 2018 +asc-us neg hpv, history of abnormal paps: asymptomatic condyloma in her teens, no other history of abnormal. [Hysterosalpingogram] on (B)(6) 2009: confirmed sterilization with essure system no detectable spill into the tubes was noted at any point. The patient tolerated the procedure well. She knows to return as needed for followup. Final read: no detectable spill through tubes after essure sterilization [pathology test] on (B)(6) 2021: specimens: fallopian tubes, bilateral, bilateral tubes with essure coils. Final diagnosis: fallopian tubes with essure coils, bilateral, salpingectomy: bilateral fallopian tubes with no significant pathologic change.foreign devices grossly identified. Negative for neoplasm. Gross description: inserted into the lumina of both fallopian tubes are coiled metal devices which measure 19.0 x 0.1 cm in greatest dimension. Fallopian tubes are sectioned and have patent stellate lumina on cut surfaces. [Smear cervix] on (B)(6) 2009: abnormal. [Ultrasound pelvis] on (B)(6) 2021: post-menopausal bleeding. Encounter for surveillance of other contraceptive. Method:transabdominal and transvaginal ultrasound examination. View: satisfactory uterus: normal. Uterus details: postmenopausal uterus. Uterus position: anteverted. Description of uterine malformations: none. Myometrium: no fibroids seen. Endometrium: appropriate endometrial thickness. Cervix details: normal; uterus long 48 mm; uterus ap 25 mm; uterus tr 36 mm. Method:transabdominal and transvaginal ultrasound examination. View: satisfactory. Uterus: normal. Uterus details: postmenopausal uterus. Uterus position: anteverted. Description of uterine malformations: none. Myometrium: no fibroids seen. Endometrium: appropriate endometrial thickness. Cervix details: normal; uterus long 48 mm; uterus ap 25 mm; uterus tr 36 mm. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received: lot number,reporters information, medical history and surgical pathological reports were added. Rcc updated, insertion date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2009, the patient had essure inserted. On (B)(6), 2021, 4481 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) with surgery (tubal ligation - essure removal). At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to medical device removal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, 4481 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (tubal ligation - essure removal). At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to medical device removal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted (lot no. 646520) for female sterilisation. The patient had a medical history of ectopic pregnancy in 2003 and streptococcal infection, environmental allergy, post coital bleeding, pain foot, fatigue, nonsmoker, anxiety, depression, constipation chronic, nulliparous, gravida I and endocervical polyp. Previously administered products included: methotrexate, sertraline and cholecalciferol. The patient had a family history of colon cancer and colon cancer. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, 4250 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (salpingectomy laparoscopic bilateral essure removal). At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to medical device removal. The reporter commented: discrepancy noted : insertion date as per argus (B)(6) 2009 and as per mr (B)(6) 2009 left-2 coils rifht-3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2021: menarche age: 13 post-menopausal. Last period two years ago. Some post-coital spotting sexually active: yes contraception: essure and now menopause stis: condyloma as a teen pap smears: last (B)(6) 2018 +asc-us neg hpv, history of abnormal paps: asymptomatic condyloma in her teens, no other history of abnormal [hysterosalpingogram] on (B)(6) 2009: confirmed sterilization with essure system no detectable spill into the tubes was noted at any point. The patient tolerated the procedure well. She knows to return as needed for followup. Final read: no detectable spill through tubes after essure sterilization [pathology test] on (B)(6) 2021: specimens: fallopian tubes, bilateral, bilateral tubes with essure coils. Final diagnosis: fallopian tubes with essure coils, bilateral, salpingectomy: bilateral fallopian tubes with no significant pathologic change.foreign devices grossly identified. Negative for neoplasm. Gross description: inserted into the lumina of both fallopian tubes are coiled metal devices which measure 19.0 x 0.1 cm in greatest dimension. Fallopian tubes are sectioned and have patent stellate lumina on cut surfaces. [Smear cervix] on (B)(6) 2009: abnormal [ultrasound pelvis] on (B)(6) 2021: post-menopausal bleeding encounter for surveillance of other contraceptive method:transabdominal and transvaginal ultrasound examination. View: satisfactory uterus: normal uterus details: postmenopausal uterus uterus position: anteverted description of uterine malformations: none myometrium: no fibroids seen endometrium: appropriate endometrial thickness cervix details: normal uterus long 48 mm uterus ap 25 mm uterus tr 36 mm method:transabdominal and transvaginal ultrasound examination. View: satisfactory uterus: normal uterus details: postmenopausal uterus uterus position: anteverted description of uterine malformations: none myometrium: no fibroids seen endometrium: appropriate endometrial thickness cervix details: normal uterus long 48 mm uterus ap 25 mm uterus tr 36 mm lot number: 646520 manufacture date:2009-06 expiration date: 2012-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.